Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient was diagnosed with unstable angina (braunwald classification: iiic) along with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal to mid left anterior descending artery (lad) with 80% in-stent restenosis of an unknown stent and was 20mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with direct placement of a 3.00x20mm promus element plus stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel the next day. In (B)(6) 2017, the patient expired. The immediate cause of death is unknown.

Manufacturer narrative:
Event date corrected from 06-sep-2017 to (B)(6) 2017. (B)(4).

Event description:
It as further reported that per the death certificate, the immediate cause of death was intracranial hemorrhage and other underlined causes of death are severe encephalopathy, ischemic cerebrovascular accident(cva) and chronic obstructive pulmonary disease (copd).